Event description:
Tx-1 set up and ready to use but handpiece would not cut when foot pedal was pressed. Console was primed and sounded like it was working fine when pedal was pressed but the cutting sound never started. Check handpiece message came on. All other functions were fine and everything was plugged in correctly. Doctor had inserted the handpiece into the patient. Decided to reschedule after all trouble shooting failed.

Manufacturer narrative:
"Unit was rec'd from the field for evaluation. Refer to evaluation # (B)(4) - 1 microtip returned. Customer complaining of priming success but no cutting power. Unit primed properly but no cutting power observed. Found intermittent continuity between connector pin and cable. Flexing wire causes intermittent contact. Appears to be a defect in the cable. Could not verify cause. The DHR for lot 13413-01 was reviewed. The unites met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).